Event description:
It was reported that the caller was inquiring about modeswitch. The patient had a 3% modeswitch on the last check but was in 100% atrial fibrillation (af). At the next check approximately 2 weeks later the patient showed a more accurate modeswitch at 96% . This was what the caller was expecting. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-52, implantable pacing lead, (B)(6) 2010; 5076-45, implantable pacing lead, (B)(6) 2010. (B)(4).